Manufacturer narrative:
(B)(4). Concomitant medical product: catalog#: 51-103160, tprlc 133 t1 pps so 16x152mm t1, lot#: 6068773. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05208.

Event description:
It was reported that upon incoming inspection, debris was discovered in the sterile packaging. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI#: (B)(4). The reported event has been confirmed through visual inspection of the returned packaging, which found the foam within the sterile tray was damaged and loose white debris within the sealed trays. DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when leaving zimmer biomet was conforming to specifications. The root cause of the reported issue is attributed to transit damage. A corrective action was opened to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this corrective action preventive action the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.